Event description:
A malfunction was reported with the display of malfunction code 12, though no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer was not at home and without the charging pad, so the technical support team provided information on how to reset the pump upon returning home. The customer was advised to continue using the pump after resetting and to contact technical support again if the malfunction code reoccurs, which the customer understood.